Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; three events were confirmed during testing. Three devices were found to be affected by broken accessories and corrosion. The reported event was not confirmed for 2 devices; the devices were found to be outside specifications for the reported event. One device was found to be affected by a damaged bearing. One device was affected by internal corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which an accessory broke within the device. Four events had patient involvement; no patient impact. One event had patient involvement; a 1 cm piece of the broken accessory remains in the patient.